Event description:
The customer reported via phone call that she had scratches on the lcd screen, the battery compartment, and the reservoir compartment of the insulin pump. Customer stated that she had 2 weeks of battery life and no delivery alarms. Customer reported that the pump was grinding during the rewind. Customer was running out of batteries every 10 days. Customer has had multiple issues with the pump in the last couple of months. Customer first experienced the issue while she was in the hospital on (B)(6) 2015 due to a car wreck. Customer stated that there was no injury or hospitalization due to the grinding. Customer declined troubleshooting for the low battery life. Customer's blood glucose was in the 200 or 300's mg/dl at the time. Customer had received a no delivery alarm 2 or 3 times and went 3 or 4 days without getting insulin. Customer stated that after changing the set several times, it stopped giving her a no delivery. Customer had diabetic ketoacidosis and treated with shots.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.